Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported separation, device embedded in tissue or plaque and unexpected medical intervention appear to be related to circumstance of the procedure. Factors that may contribute to a balloon separation may include, but not limited to, manufacturing damage, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. Returned device analysis noted that the material at the noted shaft separation was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). In this case, it is likely that the bdc interacted with the patient anatomy and/or accessory device which resulted in tensile overload and upon manipulation of the device during removal the bdc ultimately separated. Additional treatment with a stent was performed to embed the separated portion into the vessel. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat acute coronary syndrome (acs) in the right coronary artery with moderate calcification, mild tortuosity and thrombus in the area. Pre-dilatation was performed with the 3.5x15 mm trek balloon dilatation catheter (bdc) and at some unknown point the tip of the bdc separated. There was no resistance during advancement or removal. The tip was embedded into the vessel wall with a drug eluting stent. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.